Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient also experienced right breast hypertrophic scars, which necessitated surgical intervention. This event will be reported under: mrn: 1645337-2019-24298. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On 12/13/2019, the product investigation was completed. Device investigation summary: the device was visually inspected and it was found with no apparent damage. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture concomitant medical products: (right) 300cc mentor memorygel breast implant catalog: 3503001bc lot: 7658588 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 300cc mentor memorygel breast implants, suffered left breast capsular contracture; baker grade iii, post-operatively. As a result, the patient underwent unilateral removal and replacement with another 300cc mentor memorygel breast implant on (B)(6) 2019.